Manufacturer narrative:
Product event summary: analysis found that the stylus will not select from the touch screen. Stylus found out of electrical specification.

Event description:
It was reported there was a touch screen issue. Followup information received indicates the touchscreen did not work any of the time. It was also reported the programmer was returned to exchange the non-wireless programmer for a wireless programmer. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf head; product ID: 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.